Event description:
The customer reported that the device has a black screen (display). The complain was later clarified as the device failed to boot up. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4).